Event description:
It was reported that during unpacking for an unspecified treatment procedure, foreign material was noted on the device. Upon unpacking the rotawire, the physician noted that "the rotawire was caked in white stuff-like icing off a cake". The device had no contact with the patient. The procedure was completed with another of same device.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The most probable root cause is user preference issue as the substance noted by the customer is most likely the lube applied to the wire during the manufacturing process. (B)(4).